Manufacturer narrative:
Bd awareness date was reported incorrectly. The correct awareness date was 09/14/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no sample or photo was returned for the investigation of this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined. UDI# (B)(4).

Event description:
It was reported that the cannula on a bd venflon¿ pro safety shielded IV catheter 14g x 1.77 in was leaking. There was no report of exposure, injury or medical interventions.